Manufacturer narrative:
Product analysis: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2016; 7495-51 neuro extension, implanted: (B)(6) 2000; 7434-e neuro programmer, implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.